Event description:
Reporter alleged obtaining a discrepant blood glucose result of 40 or 50 mg/dl back to back with a result of 80 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that she was experiencing some hypoglycemic symptoms of dizziness after the first result was obtained and she self-treated with candy before obtaining the second result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer has the strips used and so no product will be returned for evaluation.